Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to fisher & paykel healthcare for investigation. The hospital has further reported that the complaint device is working fine. Attempts to obtain photographs and further information with regard to the complaint have been unsuccessful. Without a complaint device we are unable to determine what caused the problem observed by the customer. A lot check revealed no other complaints of this nature for this lot number.

Event description:
A hospital in (B)(4) reported that the heater element of an iw934 cosycot infant warmer head is burnt. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the heater element of an iw934 cosycot infant warmer head is burnt. No patient consequence was reported.